Manufacturer narrative:
Qn# (B)(4). The reported complaint of misfire/jamming - staples not firing was confirmed based upon the sample received. Visual examination revealed that the first three staples appeared to be misaligned. Upon functional inspection, the misalignment of the first three staples prevented the remaining staples from firing correctly. The sample was disassembled. Die casting were observed anomalies on the forming tool. No other defects or anomalies were observed. A device history record review was performed, and no relevant findings were identified. The root cause of the staple misalignment could not be conclusively determined. An investigation was opened by the manufacturing site to further evaluate this issue. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported " the hcp failed to fire the skin stapler during use on patient". No patient injury or consequence reported. The patient's current condition is reported as "fine".